Event description:
As reported by user facility: (B)(4). Pt was receiving continuous heparin infusion. Nurse turned off pump in anticipation of a 2 pm surgery, but did not remove pump from pt. Heparin free flowed approx 50 ml into pt after pump was shut off. Surgery delayed 5 hours. Pt did not require add'l medical intervention.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). In a f/u with the facility, it was confirmed by the facility's biomed tech that the pump was tested and the reported incident could not be reproduced. He did note the free flow clip was broken. The actual pump involved was returned for eval. Visual inspection revealed the free flow clip was broken. The upgraded metal front sheet with the metal free-flow clip was installed. Although given the event description the broken free flow clip does not appear to be associated with the event at this time. The volumetric accuracy was tested three times with a rate of 250 ml/hr and a volume to be infuse of 25 ml. The test results were all within spec at 25.2 ml, 25.3 ml and 25.3 ml, and no free-flow was observed with the door closed or open. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR.